Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5302 and lot# 25069043 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero pressure rated extension set was loose the following information was received by the initial reporter with the following verbatim it was reported by customer that does not tighten at the end of the extension tubing and/or becomes loose during IV med admin.